Event description:
The customer reported that the device is broken/damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door cover and mount rubber motor. Replaced dim u4 on display board. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damage of the cover door 8100 m2. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: 1143616 for lvp dim u4.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device is broken/damaged. There was no patient involvement.